Manufacturer narrative:
Technician found that the intermediate side rail right side would not latch. Replaced release lever with a new one (pt # (B)(4)) to resolve this issue.

Event description:
Intermediate side rail right side will not latch, no injury was reported.